Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: the device had been in vivo for six years. No other complaints against this product/lot combination have been reported. No devices, photos, surgical reports, pt information, or x-rays were received. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the articular surface's locking screw broke while it was being removed during a revision surgery. Due to this condition, the new articular surface was implanted without a locking screw, as a screw could not be inserted.